Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) noted poor precision during a fifty repetition precision test. The instrument's timing belt was replaced. A subsequent successful system check was performed and a twenty five repetition precision accutni test generated results within assay/instrument/laboratory specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, the cause for this event was likely the failed timing belt. Mdrs associated with this event: 2122870-2012-01567, 2122870-2012-01568.

Event description:
The customer reported that an erroneously elevated and imprecise cardiac troponin (accutni) result, within the risk stratification of the assay, was generated on an access 2 immunoassay system for a single patient. The customer indicated that ten additional patient precision assessments generated acceptable and reproducible results. Beckman coulter inc. Assessment of customer supplied precision study data indicated that two additional patient results (generated across two days) were non-reproducible. The remainder of the supplied precision study patient results were found to be reproducible. This report represents the erroneous/imprecise accutni results, above the acute myocardial infarction (ami) threshold, generated for one patient. The initial elevated accutni result was reported outside of the laboratory. While there was no death or serious injury reported it is unknown as to whether there was a change to patient management. Upon repeat testing on an alternate instrument, the repeat accutni result was lower but still above the acute myocardial infarction (ami) threshold. Instrument/assay quality control results were within customer established specifications prior to the event. Sample collection/handling information for this patient's sample was not provided by the customer. The accutni reagent and calibrator lots associated with this event were 218227 and 121451 respectively.